Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The customer's blood glucose level was unknown at the time of the incident. The customer is legally blind and cannot see the message on the device because it is black. The customer sent the product back for analysis.